Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the end of the catheter including the balloon broke off inside the scope. The procedure was completed with another extractor pro rx retrieval balloon device. There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 2907 captures the reportable event of distal tip detached. Investigation results: a visual examination of the returned complaint device revealed that the distal tip, including the balloon, was detached and not returned. The shaft was torn from the distal end of the rx channel to the underside of the proximal bond. Functional analysis was unable to be performed due to the condition of the device. It is most likely that resistance was met during the procedure and excessive force was used when inserting the balloon, which is advised against in the dfu. The use of excessive force is consistent with the torn catheter. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the end of the catheter including the balloon broke off inside the scope. The procedure was completed with another extractor pro rx retrieval balloon device. There have been no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.